Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was seen in the bd flu+¿ syringe after drawing up the oxford astra vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "6 doses of oxford astra vaccines discarded as on close inspection noted there were black debri in the syringes vaccine vial clear on inspection".

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2005412. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a small, embedded contamination in the plunger component of the syringe was observed. However, without the physical sample, an exact cause cannot be determined. If the physical sample becomes available, further investigative conclusions may be possible. It is possible that this incident resulted during the injection molding process. Due to the high working temperatures, if gases are not expelled from the molds properly, burning may occur within the mold cavity resulting in black spots. This type of defect is cosmetic and has no risk to the health as the burnt piece is embedded in the syringe without the possibility of detachment. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that black foreign matter was seen in the bd flu+¿ syringe after drawing up the oxford astra vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "6 doses of oxford astra vaccines discarded as on close inspection noted there were black debris in the syringes vaccine vial clear on inspection"